Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that one farawave catheter was selected for being used, however the guidewire got stuck in catheter. The catheter and guidewire were replaced to complete the procedure and no patient complications occurred. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that one farawave catheter was selected for being used. However, the guidewire got stuck in catheter. The catheter and guidewire were replaced to complete the procedure and no patient complications occurred. The device is not expected to return for laboratory analysis. It was further reported that the issue was identified during the procedure, inside the patient. A cook guidewire was used, and no issues were identified with the guidewire during preparation. However, the guidewire could not be removed as normal; therefore, it was not removed from the catheter. No tissue was reported as seen at the tip of the catheter or guidewire, and no other catheter malfunctions were reported. The issue was resolved by replacing the catheter. Patient information is unavailable per the account, and physician information was requested but not provided by the representative. It was confirmed that the device will be returned, but no shipping information was provided.